Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, asthma, schizophrenia, (B)(6) infection, bipolar affective disorder aggravated, pap smear abnormal, breast disorder, chickenpox, (B)(6) infection, head injury, migraine, (B)(6) infection, post-traumatic stress disorder, (B)(6), trauma, wisdom teeth removal, constipation, edema abdomen, scoliosis, vulvovaginal mycotic infection, genital pain, loop electrosurgical excision procedure, drug allergy (naproxen, gi upset and hives. Venom-honey bee. Ultram [tramadol], swelling and rash.) And nicotine dependence. Concurrent conditions included polycystic ovary, dyspareunia, nausea, lower abdominal pain, chromopertubation, adenoma, paratubal cyst, ovarian pain, abdominal discomfort, vaginal discharge, back pain, itchy legs, cervicitis, flank pain, kidney stones, blood in urine, diarrhea, seizure, follicular cyst of ovary, agitation, ovarian enlargement, urticarial rash, adenoma benign, (B)(6) and fatigue. Concomitant products included: diphenhydramine hydrochloride and diphenhydramine hydrochloride for itching, naproxen from (B)(6) 2010 to (B)(6) 2015 for pain as well as azithromycin (zithromax), bisacodyl, cariprazine hydrochloride (vraylar), cariprazine from (B)(6) 2018 to (B)(6) 2018, (B)(6), chlorpromazine hydrochloride (thorazine), chlorpromazine from (B)(6) 2018 to (B)(6) 2018, ciprofloxacin (cipro), ciprofloxacin from (B)(6) 2010, cyclobenzaprine from (B)(6) 2011 to (B)(6) 2018, doxazosin from (B)(6) 2018, fluoxetine hydrochloride (prozac), fluoxetine from (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone from (B)(6) 2010 to (B)(6) 2018, hydroxyzine embonate (hydroxyzine pamoate), hydroxyzine hydrochloride, hydroxyzine from (B)(6) 2018, ibuprofen from (B)(6) 2009 to (B)(6) 2018, ketorolac tromethamine (toradol), lamotrigine, medroxyprogesterone, methocarbamol (robaxin), methocarbamol from (B)(6) 2010 to (B)(6) 2011, morphine, morphine sulfate, nitrofurantoin monohydrate, ondansetron hydrochloride (zofran), paracetamol (acetaminophen) from (B)(6) 2018, paracetamol (tylenol), paracetamol;tramadol hydrochloride (ultram), promethazine, promethazine from (B)(6) 2010 to (B)(6) 2018, valproate semisodium (depakote) and valproate semisodium (divalproex) from (B)(6) 2018 to (B)(6) 2018. In (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and abdominal pain ("pain abdominal area"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy (one side removal of ovary), d & c, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: "discremptency"- essure insertion dates- (B)(6) 2013, (B)(6) 2006, previously hsg test was added on lab data and now in current pfs they reported ''no, she didn¿t underwent essure confirmation test''. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression: impression: no definite obstructing urinary calculus, there is a 4,2 cm left ovarian/adnexal region mass of uncertain etiology. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occlude. Ultrasound pelvis - on (B)(6) 2010: impression: complex mass/masses left ovary, overall mild left ovarian enlargement, 6 mm mural soft tissue in the left ovarian mass, considerations include complex cyst, infection and neoplastic etiologies, at the very least, follow up ultrasound should be obtained in 1 - 2 months. 12 mm complex appearing mass right ovary. The right ovary is otherwise normal in size. No gross free pelvic fluid. Ultrasound scan vagina - on (B)(6) 2018: impression: no acute sonographic abnormality in the pelvis. Left ovarian follicles, with a dominant, uniocular left ovarian cyst measuring 4.1 x 6.2 cm, previously 4.8 x 6.0 cm on the prior ultrasound from (B)(6) 2018. No pelvic free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, abdominal pain, vaginal bleeding, pelvic pain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and mr was received: case become incident. New events- abnormal bleeding (vaginal, menorrhagia), abdominal pain, urinary tract infection, depression, mental anguish were added. Concomitant drugs & conditions were added. Historical conditions were added. Lab data were added. Event outcome of pelvic pain was updated from unknown to recovering\resolving. Reporters were added. Patient's demographic was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('physical pain / pain pelvic area/pelvic pain') and genital haemorrhage ('bleeding gen. Abnormal bleed') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, asthma, schizophrenia, human papilloma virus infection, bipolar ii disorder, pap smear abnormal, breast disorder, chickenpox, chlamydial infection, head injury, migraine, human papilloma virus infection, post-traumatic stress disorder, sexually transmitted disease, trauma, wisdom teeth removal, constipation, edema abdomen, scoliosis, vulvovaginal mycotic infection, genital pain, loop electrosurgical excision procedure, allergic reaction to analgesics (naproxen, gi upset and hives venom-honey bee ultram [tramadol], swelling and rash.) And nicotine dependence. Concurrent conditions included polycystic ovary, dyspareunia, nausea, lower abdominal pain, chromopertubation, adenoma, paratubal cyst, ovarian pain, lower abdomen pressure sensation of, vaginal discharge, back pain, itchy legs, cervicitis, flank pain, kidney stones, blood in urine, diarrhea, seizure, follicular cyst of ovary, agitation, ovarian enlargement, urticarial rash, adenoma benign, gonorrhea and fatigue. Concomitant products included diphenhydramine hydrochloride and diphenhydramine hydrochloride for itching, naproxen from (B)(6) 2010 to (B)(6) 2015 for pain as well as azithromycin (zithromax), bisacodyl, cariprazine hydrochloride (vraylar), cariprazine from (B)(6) 2018, ceftriaxone sodium (rocephin), chlorpromazine hydrochloride (thorazine), chlorpromazine from (B)(6) 2018, ciprofloxacin (cipro), ciprofloxacin from ((B)(6) 2010, cyclobenzaprine from (B)(6) 2011 to (B)(6) 2018, doxazosin from (B)(6) 2018, fluoxetine hydrochloride (prozac), fluoxetine from (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2010 to (B)(6) 2018, hydroxyzine embonate (hydroxyzine pamoate), hydroxyzine hydrochloride (vistaril), hydroxyzine from (B)(6) 2018, ibuprofen from (B)(6) 2009 to (B)(6) 2018, ketorolac tromethamine (toradol), lamotrigine, medroxyprogesterone, methocarbamol (robaxin), methocarbamol from (B)(6) 2010 to (B)(6) 2011, morphine, morphine sulfate, nitrofurantoin monohydrate, ondansetron hydrochloride (zofran), paracetamol (acetaminophen) from (B)(6) 2018, paracetamol (tylenol), paracetamol;tramadol hydrochloride (ultram), promethazine, promethazine from (B)(6) 2010 to (B)(6) 2018, valproate semisodium (depakote) and valproate semisodium (divalproex) from (B)(6) 2018. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti / urinary problems ") and abdominal pain ("pain abdominal area/abdominal pain"). In (B)(6) 2006, the patient experienced depression ("depression") and anxiety ("mental anguish/psych injury"). In 2013, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy (one side removal of ovary), d & c, tubal ligation and salpingectomy bilateral,d & c). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and migraine outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy- essure insertion dates- (B)(6) 2013, (B)(6) 2006, previously hsg test was added on lab data and now in current pfs they reported ''no, she didn¿t underwent essure confirmation test'' plaintiff received treatment for bleeding, psych injury, migration, vaginal infection, vaginal discharge . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression: impression: 1, no definite obstructing urinary calculus, 2, there is a 4,2 cm left ovarian/adnexal region mass of uncertain etiology. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occlude. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: impression: 1, complex mass/masses left ovary, overall mild left ovarian enlargement, 6 mm mural soft tissue in the left ovarian mass, considerations include complex cyst, infection and neoplastic etiologies, at the very least, follow up ultrasound should be obtained in 1 - 2 months. 2. 12 mm complex appearing mass right ovary. The right ovary is otherwise normal in size. 3. No gross free pelvic fluid. Ultrasound scan vagina - on (B)(6) 2018: impression: 1. No acute sonographic abnormality in the pelvis. 2. Left ovarian follicles, with a dominant, uniocular left ovarian cyst measuring 4.1 x 6.2 cm, previously 4.8 x 6.0 cm on the prior ultrasound from (B)(6) 2018. 3. No pelvic free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, abdominal pain, vaginal bleeding, pelvic pain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event migraines / headaches was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('physical pain / pain pelvic area/pelvic pain') in a 21-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, asthma, schizophrenia, human papilloma virus infection, bipolar ii disorder, pap smear abnormal, breast disorder, chickenpox, chlamydial infection, head injury, migraine, human papilloma virus infection, post-traumatic stress disorder, sexually transmitted disease, trauma, wisdom teeth removal, constipation, edema abdomen, scoliosis, vulvovaginal mycotic infection, genital pain, loop electrosurgical excision procedure, allergic reaction to analgesics (naproxen, gi upset and hives venom-honey bee ultram [tramadol], swelling and rash.) And nicotine dependence. Concurrent conditions included polycystic ovary, dyspareunia, nausea, lower abdominal pain, chromopertubation, adenoma, paratubal cyst, ovarian pain, lower abdomen pressure sensation of, vaginal discharge, back pain, itchy legs, cervicitis, flank pain, kidney stones, blood in urine, diarrhea, seizure, follicular cyst of ovary, agitation, ovarian enlargement, urticarial rash, adenoma benign, gonorrhea and fatigue. Concomitant products included diphenhydramine hydrochloride and diphenhydramine hydrochloride for itching, naproxen from (B)(6) 2010 to (B)(6) 2015 for pain as well as azithromycin (zithromax), bisacodyl, cariprazine hydrochloride (vraylar), cariprazine from (B)(6) 2018 to (B)(6) 2018, ceftriaxone sodium (rocephin), chlorpromazine hydrochloride (thorazine), chlorpromazine from (B)(6) 2018 to (B)(6) 2018, ciprofloxacin (cipro), ciprofloxacin from (B)(6) 2010 to (B)(6) 2010, cyclobenzaprine from (B)(6) 2011 to (B)(6) 2018, doxazosin from (B)(6) 2018 to (B)(6) 2018, fluoxetine hydrochloride (prozac), fluoxetine from (B)(6) 2018 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2010 to (B)(6) 2018, hydroxyzine embonate (hydroxyzine pamoate), hydroxyzine hydrochloride (vistaril), hydroxyzine from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2009 to (B)(6) 2018, ketorolac tromethamine (toradol), lamotrigine, medroxyprogesterone, methocarbamol (robaxin), methocarbamol from (B)(6) 2010 to (B)(6) 2011, morphine, morphine sulfate, nitrofurantoin monohydrate, ondansetron hydrochloride (zofran), paracetamol (acetaminophen) from (B)(6) 2018 to (B)(6) 2018, paracetamol (tylenol), paracetamol;tramadol hydrochloride (ultram), promethazine, promethazine from (B)(6) 2010 to (B)(6) 2018, valproate semisodium (depakote) and valproate semisodium (divalproex) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti / urinary problems") and abdominal pain ("pain abdominal area/abdominal pain"). In (B)(6) 2006, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). In 2013, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding gen. Abnormal bleed"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy (one side removal of ovary), d & c, tubal ligation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety and migraine outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy- essure insertion dates- (B)(6) 2013, (B)(6) 2006, previously hsg test was added on lab data and now in current pfs they reported ''no, she didn¿t underwent essure confirmation test'' plaintiff received treatment for pain,bleeding, psych injury, migration, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression: impression: 1. No definite obstructing urinary calculus. 2. There is a 4.2 cm left ovarian/adnexal region mass of uncertain etiology. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occlude. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: impression: 1, complex mass/masses left ovary, overall mild left ovarian enlargement, 6 mm mural soft tissue in the left ovarian mass, considerations include complex cyst, infection and neoplastic etiologies, at the very least, follow up ultrasound should be obtained in 1 - 2 months. 2. 12 mm complex appearing mass right ovary. The right ovary is otherwise normal in size. 3. No gross free pelvic fluid. Ultrasound scan vagina - on (B)(6) 2018: impression: 1. No acute sonographic abnormality in the pelvis. 2. Left ovarian follicles, with a dominant, uniocular left ovarian cyst measuring 4.1 x 6.2 cm, previously 4.8 x 6.0 cm on the prior ultrasound from (B)(6) 2018. 3. No pelvic free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, abdominal pain, vaginal bleeding, pelvic pain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('physical pain / pain pelvic area/pelvic pain') and genital haemorrhage ('bleeding gen. Abnormal bleed') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, asthma, schizophrenia, human papilloma virus infection, bipolar ii disorder, pap smear abnormal, breast disorder, chickenpox, chlamydial infection, head injury, migraine, human papilloma virus infection, post-traumatic stress disorder, sexually transmitted disease, trauma, wisdom teeth removal, constipation, edema abdomen, scoliosis, vulvovaginal mycotic infection, genital pain, loop electrosurgical excision procedure, allergic reaction to analgesics (naproxen, gi upset and hives venom-honey bee ultram [tramadol], swelling and rash.) And nicotine dependence. Concurrent conditions included polycystic ovary, dyspareunia, nausea, lower abdominal pain, chromopertubation, adenoma, paratubal cyst, ovarian pain, lower abdomen pressure sensation of, vaginal discharge, back pain, itchy legs, cervicitis, flank pain, kidney stones, blood in urine, diarrhea, seizure, follicular cyst of ovary, agitation, ovarian enlargement, urticarial rash, adenoma benign, gonorrhea and fatigue. Concomitant products included diphenhydramine hydrochloride and diphenhydramine hydrochloride for itching, naproxen from (B)(6) 2010 to (B)(6) 2015 for pain as well as azithromycin (zithromax), bisacodyl, cariprazine hydrochloride (vraylar), cariprazine from (B)(6) 2018, ceftriaxone sodium (rocephin), chlorpromazine hydrochloride (thorazine), chlorpromazine from (B)(6) 2018, ciprofloxacin (cipro), ciprofloxacin from (B)(6) 2010, cyclobenzaprine from (B)(6) 2011 to (B)(6) 2018, doxazosin from (B)(6) 2018 to (B)(6) 2018, fluoxetine hydrochloride (prozac), fluoxetine from (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2010 to (B)(6) 2018, hydroxyzine embonate (hydroxyzine pamoate), hydroxyzine hydrochloride, hydroxyzine from (B)(6) 2018, ibuprofen from (B)(6) 2009 to (B)(6) 2018, ketorolac tromethamine (toradol), lamotrigine, medroxyprogesterone, methocarbamol (robaxin), methocarbamol from (B)(6) 2011, morphine, morphine sulfate, nitrofurantoin monohydrate, ondansetron hydrochloride (zofran), paracetamol (acetaminophen) from (B)(6) 2018, paracetamol (tylenol), paracetamol;tramadol hydrochloride (ultram), promethazine, promethazine from (B)(6) 2010 to (B)(6) 2018, valproate semisodium (depakote) and valproate semisodium (divalproex) from (B)(6) 2018. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti / urinary problems ") and abdominal pain ("pain abdominal area/abdominal pain"). In (B)(6) 2006, the patient experienced depression ("depression ") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy (one side removal of ovary), d & c, tubal ligation and salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discremptency- essure insertion dates- (B)(6) 2013, (B)(6) 2006, previously hsg test was added on lab data and now in current pfs they reported ''no, she didn¿t underwent essure confirmation test'' plaintiff received treatment for bleeding, psych injury, migration, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression: impression: 1, no definite obstructing urinary calculus, 2, there is a 4,2 cm left ovarian/adnexal region mass of uncertain etiology. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occlude. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: impression: 1, complex mass/masses left ovary, overall mild left ovarian enlargement, 6 mm mural soft tissue in the left ovarian mass, considerations include complex cyst, infection and neoplastic etiologies, at the very least, follow up ultrasound should be obtained in 1 - 2 months. 2. 12 mm complex appearing mass right ovary. The right ovary is otherwise normal in size. 3. No gross free pelvic fluid.. Ultrasound scan vagina - on (B)(6) 2018: impression: 1. No acute sonographic abnormality in the pelvis. 2. Left ovarian follicles, with a dominant, uniocular left ovarian cyst measuring 4.1 x 6.2 cm, previously 4.8 x 6.0 cm on the prior ultrasound from (B)(6) 2018. 3. No pelvic free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, abdominal pain, vaginal bleeding, pelvic pain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events from pfs: migration, abnormal general bleeding, abdominal pain, vaginal infection and vaginal discharge were added. Outcome of pelvic pain, abdominal pain, abnormal general bleeding, vaginal infection and vaginal discharge were added. Laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('physical pain / pain pelvic area/pelvic pain') in a 21-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, asthma, schizophrenia, human papilloma virus infection, bipolar ii disorder, pap smear abnormal, breast disorder, chickenpox, chlamydial infection, head injury, migraine, human papilloma virus infection, post-traumatic stress disorder, sexually transmitted disease, trauma, wisdom teeth removal, constipation, edema abdomen, scoliosis, vulvovaginal mycotic infection, genital pain, loop electrosurgical excision procedure, allergic reaction to analgesics (naproxen, gi upset and hives venom-honey bee ultram [tramadol], swelling and rash.) And nicotine dependence. Concurrent conditions included polycystic ovary, dyspareunia, nausea, lower abdominal pain, chromopertubation, adenoma, paratubal cyst, ovarian pain, lower abdomen pressure sensation of, vaginal discharge, back pain, itchy legs, cervicitis, flank pain, kidney stones, blood in urine, diarrhea, seizure, follicular cyst of ovary, agitation, ovarian enlargement, urticarial rash, adenoma benign, gonorrhea and fatigue. Concomitant products included diphenhydramine hydrochloride and diphenhydramine hydrochloride for itching, naproxen from (B)(6) 2010 to (B)(6) 2015 for pain as well as azithromycin (zithromax), bisacodyl, cariprazine hydrochloride (vraylar), cariprazine from (B)(6) 2018 to (B)(6) 2018, ceftriaxone sodium (rocephin), chlorpromazine hydrochloride (thorazine), chlorpromazine from (B)(6) 2018 to (B)(6) 2018, ciprofloxacin (cipro), ciprofloxacin from (B)(6) 2010 to (B)(6) 2010, cyclobenzaprine from (B)(6) 2011 to (B)(6) 2018, doxazosin from (B)(6) 2018 to (B)(6) 2018, fluoxetine hydrochloride (prozac), fluoxetine from (B)(6) 2018 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2010 to (B)(6) 2018, hydroxyzine embonate (hydroxyzine pamoate), hydroxyzine hydrochloride (vistaril), hydroxyzine from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2009 to (B)(6) 2018, ketorolac tromethamine (toradol), lamotrigine, medroxyprogesterone, methocarbamol (robaxin), methocarbamol from (B)(6) 2010 to (B)(6) 2011, morphine, morphine sulfate, nitrofurantoin monohydrate, ondansetron hydrochloride (zofran), paracetamol (acetaminophen) from (B)(6) 2018 to (B)(6) 2018, paracetamol (tylenol), paracetamol;tramadol hydrochloride (ultram), promethazine, promethazine from (B)(6) 2010 to (B)(6) 2018, valproate semisodium (depakote) and valproate semisodium (divalproex) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti / urinary problems") and abdominal pain ("pain abdominal area/abdominal pain"). In (B)(6) 2006, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). In 2013, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding gen. Abnormal bleed"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy (one side removal of ovary), d & c, tubal ligation and salpingectomy bilateral,d & c). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety and migraine outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discremptency- essure insertion dates- (B)(6) 2013, (B)(6) 2006, previously hsg test was added on lab data and now in current pfs they reported ''no, she didn¿t underwent essure confirmation test'' plaintiff received treatment for pain,bleeding, psych injury, migration, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: impression: impression: 1, no definite obstructing urinary calculus, 2, there is a 4,2 cm left ovarian/adnexal region mass of uncertain etiology. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occlude. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: impression: 1, complex mass/masses left ovary, overall mild left ovarian enlargement, 6 mm mural soft tissue in the left ovarian mass, considerations include complex cyst, infection and neoplastic etiologies, at the very least, follow up ultrasound should be obtained in 1 - 2 months. 2. 12 mm complex appearing mass right ovary. The right ovary is otherwise normal in size. 3. No gross free pelvic fluid.. Ultrasound scan vagina - on (B)(6) 2018: impression: 1. No acute sonographic abnormality in the pelvis. 2. Left ovarian follicles, with a dominant, uniocular left ovarian cyst measuring 4.1 x 6.2 cm, previously 4.8 x 6.0 cm on the prior ultrasound from (B)(6) 2018. 3. No pelvic free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: urinary tract infection, abdominal pain, vaginal bleeding, pelvic pain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.